Manufacturer narrative:
Correct date for follow-up #1 is 09/13/2017. Follow-up #1 should be "additional information". Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od). Lens rotation was noticed in the eye and causing refractive change. The doctor stated that there has been no incidence of trauma to the patient.